Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
The physician reported that during follow-up of the subject pacemaker, there was high impedance (>3000ohms). It was indicated that during the implant procedure, the v-impedance was measured to be 713 ohms (threshold 0,5v/0,4ms, r-amplitude 16-22mv). A re-intervention was performed and the v-lead impedance was normal when measured by psa. Another pacemaker was subsequently implanted.

Event description:
The physician reported that during follow-up of the subject pacemaker, there was high impedance (>3000ohms). It was indicated that during the implant procedure, the v-impedance was measured to be 713 ohms (threshold 0,5v/0,4ms, r-amplitude 16-22mv). A re-intervention was performed and the v-lead impedance was normal when measured by psa. Another pacemaker was subsequently implanted.